Manufacturer narrative:
The reported field event of the inability to communicate with the device was confirmed in the laboratory and was traced to the hybrid. The device was tested on the bench, and the failure was lost during testing. The root cause of the field event could not be determined.

Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.